Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (faa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported clip opening while establishing faa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip open -establishing the final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted dilated left ventricle. The first clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, when establishing the first final arm angle/efaa, the clip relaxed to 50-60 degrees. Troubleshooting was performed but failed. After three failed attempts, the clip was then inverted and retracted back to the left atrium, and the efaa passed. The procedure continued, and the clip re-grasped the leaflets. Efaa was re-performed, but the clip still relaxed to 50-60 degrees. A decision was made not to use the clip. The cds was removed with the clip attached and the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.